Event description:
I.b.s compression screws are intended for: the fixation of arthrodesis, osteotomies or fractures of longs bones of the upper and lower limbs; osteosynthesis requiring a mono bicortical compression. The size of the screw should be adapted to the specific indications. Event description : one surgeon based in ireland reported that during a surgery, when he was inserting the screw, he noticed that the thread came off. The same issue happened with 2 different screws; and all broken parts could be removed. The surgery ended successfully with no significant increase of the surgery duration and without any other complications nor clinical consequences for the patient.

Event description:
I.b.s compression screws are intended for: - the fixation of arthrodesis, osteotomies or fractures of longs bones of the upper and lower limbs; - osteosynthesis requiring a mono bicortical compression. The size of the screw should be adapted to the specific indications. Event description : one surgeon based in ireland reported that during a surgery, when he was inserting the screw, he noticed that the thread came off. The same issue happened with 2 different screws; and all broken parts could be removed. The surgery ended successfully with no significant increase of the surgery duration and without any other complications nor clinical consequences for the patient.